Manufacturer narrative:
Device evaluated by MFR: the device has not been received for analysis, therefore, product analysis could not be performed. There was no evidence that the device was used in a manner inconsistent with the labelled indications. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. (B)(4).

Event description:
Same case as MFR ID #'s: 2134265-2014-05803, 2134265-2014-05804. It was reported that during angioplasty treatment procedure, the patient expired. The target lesion was located innominate vein in inferior vena cava (ivc). There were three (3); 1) 6.0 x40, 75cm, 2) 9.0 x40, 75cm and 3) 12.0 x40, 75cm mustang balloon catheters were used in the procedure. The case was very straightforward. It was noted that the angioplasty was proceeding and all of a sudden, the patient was getting compression. The patient expired. Additional information has been requested and is not available.